Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system overheated. A new kit was used to complete the procedure. There were no pt effects. The event occurred some time last week. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on october 11, 2010, for investigation. A visual inspection revealed that the jaws were very melted. The cold jaw silicon was cracked and detached at the tip. The tip of the hot jaw silicon was detached also and the heater was detached from the silicon which was very melted. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced energy and steam, and did not remain activated. Based upon the visual observations, the reported failure, "device overheated" was confirmed. A device lot history review was performed on the reported lot number, and there are no non-conformities which could be attributed to the reported failure mode. (B)(4).